Manufacturer narrative:
Date sent to the FDA: 08/27/2015. Additional narrative: following the procedure, during wound examination, the broken sutures were removed and wound has been dressed with new dressing. Additional conclusion code: the representative samples were evaluated. Visual and functional examinations revealed no defects and samples met all requirements. Additional conclusion code: photographs of the actual sutures that reportedly broke during use were supplied. The suture ends appeared to be cut. It was not possible to determine the cause of the reported suture breakages. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a horse underwent a surgical procedure on an unknown date and suture was used. The wound was checked 2 to 3 days after and the suture was found to be broken below the skin.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.